Event description:
It was reported that the customer received multiple intermittent occlusion alarms over several days, with specific alarms designated as alarm 2 and alarm 26. This issue led to a high blood glucose reading, though the exact value was not specified, only indicated as "high" on the monitor. To address this, the customer administered a correction injection via multiple daily injections (mdi) and a correction bolus using the pump. The customer did not require third-party assistance. Reportedly, the customer continued to use the pump for insulin therapy.